Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were any staples seen on both sides of cut line? If so, what was their form? Staples were seen during inspection after firing. Staples seemed to be formed. Was it confirmed that the entire renal vein was proximal to cut line prior to firing? No. Was there any extraneous tissue beyond the cut line when device was fired? It was a very narrow opening. Tissue was behind renal vein. Was the tip of device visualized prior to firing? No. Was the renal artery stapled first and this issue occurred on the 2nd firing? Renal artery was clipped with weck clips. Was the renal vein skeletonized prior to firing? Yes. Prior to the firing of device, were any clips used in the surgical procedure? There were clips used. Not sure about renal vein. Is it known the amount of blood given to patient? Six (6) units. What is the current patient status? Improving.

Event description:
It was reported that during a nephrectomy simple procedure, the surgeon was firing on the renal vein. The stapler completed the stapling on one side of vein but not the other side of the cut line. Lighted vessels with clip "applies". Surgery was prolonged and the patient received blood. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2016. Batch # (B)(4). The analysis found that one pve35a device was returned in good visual condition and with an cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.